Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer was transported to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl. Customer was treated with intravenous fluids of saline to address bg level. Customer was discharged the next day with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer reverted to an alternate method of insulin. No additional patient or event information was available.